Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer's blood glucose was 274 at the time of call. Customer states that his blood glucose readings were high and so he tried treating with the insulin pump however, his sugar was not coming down. The customer states that the site portion of his infusion set was leaking so he changed it 3 times but kept the same tubing before he realized it was the reservoir that was blocked. Customer states he removed the reservoir from his pump and put a plunger on the back of the reservoir and could not get insulin to flow through. Customer was assisted with troubleshooting. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.